Manufacturer narrative:
The reported issue was resolved after reseating the endoscope. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the customer encountered an inverted image. The technical support engineer reviewed the system logs, which showed the scope was reseated. The caller stated the image was now good. The procedure was completed as planned with no reported injury.